Event description:
Svc module dumps the selector module off onto the floor when moved or pushed, because the front swivel casters jam against the case bumper guard causing the caster to lock up. This results in severe damage to the selector module.